Event description:
Event description boston scientific received information that a revision procedure was undertaken less than one week after this ventricular implantable lead was placed to reposition it for an unknown reason. The lead's helix would extend but would not retract. Additional information was obtained that this patient exhibited high defibrillation thresholds (dfts). It was suspected that this ventricular lead may have pulled back somewhat. Thus, the revision procedure was performed, the helix became stuck and this lead was replaced. Ultimately, this patient received a sub q array in order to successfully convert their induced arrhythmias. The explanted lead was returned for analysis.